Event description:
It was reported that a pt underwent surgery in 2007 for treatment of pelvic organ prolapse and urinary incontinence and mesh was implanted. At approximately 6 months later, the pt underwent another surgery and a sling was utilized. The pt reportedly continued to have problems after the revision surgery including erosion, formation of scar tissue, dyspareunia, and neurologic compromise to her structures and tissue. The pt has undergone multiple operations, medical care, and treatment. No additional information is available at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. Additional information: the actual device involved in this event is unk. Two possible devices are as follows: gynemesh*ps and tension free vaginal tape.